Manufacturer narrative:
The field service engineer determined the liquid level detection voltage was misadjusted on the sample/reagent probe. He adjusted the voltage and replaced the sample/reagent probe. He verified all mechanical and operational checks passed successfully. The investigation determined the service actions resolved the issue. Updated d1, d2, d4, d10, g1, and g5.

Manufacturer narrative:
The field service representative found an issue with the reagent pack. The reagent pack was replaced and mechanical and operational checks of the analyzer were performed successfully. Performance testing also passed. The customer performed successful calibration and qc. The qc recovery gave no indication for a performance issue of reagent or instrument. The investigation is ongoing.

Event description:
The initial reporter received questionable high elecsys troponin I stat immunoassay results for about 10 patient samples from cobas e 411 disk analyzer serial number (B)(4). The questionable results were reported outside of the laboratory. The physician noticed there was a high number of patients with high results so they repeated testing on an istat analyzer and results were normal. Data was only provided for three patient samples. Patient 1 initial result was 0.37 ng/ml and the repeat result was 0.38 ng/ml. The result from the istat analyzer was < 0.02 ng/ml. Patient 2 initial result was 0.34 ng/ml and the repeat result was also high. The specific result could not be provided. The result from the istat analyzer was < 0.02 ng/ml. This patient was a (B)(6) year old male. Patient 3 initial result was 0.33 ng/ml and the repeat result was also high. The specific result could not be provided. The result from the istat analyzer was < 0.02 ng/ml. This patient was a (B)(6) year old female born on (B)(6).